Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient's ipg was tilted and causing discomfort in the pocket. In turn, surgical intervention took place on (B)(6) 2023 during which the ipg was repositioned. Effective therapy established post-op.